Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The devices were not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. The breakage of the screw during the initial surgery is most likely caused by improper bone preparation and/or not following the surgical technique. The breakage of the second headless screw post-op was most likely caused by patient non-compliance with the post-op protocol and/ or post-op trauma. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device was discarded by the facility.

Event description:
It was reported that the patient had mtp fusion surgery on (B)(6) 2015. Two headless compression screws were used for the metatarsophalangeal fusion procedure. One of the screws broke upon implantation and was left in the patient (submission 1220246-2016-00101). A few months post-op, patient came in for follow up and it was discovered that the second headless compression screw broke post-op. In the x-ray, the portion that broke during the initial surgery on (B)(6) 2015 was seen in the image. Revision procedure took place (B)(6) 2016. Both screws were explanted using another manufacturer's hardware removal set and pliers. To complete the revision procedure the surgeon used an arthrex 4.0 standard compression screw as his lag screw and then plated using the arthrex pre-contoured mtp plate with 1 cortical and 3 variable angle locking screws.